Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an initial orif surgery for patellar fracture (distal crush case). The surgery was completed successfully with no surgical delay. For 2 weeks after surgery, the patient was immobilized with a knee brace, but the pain occurred the moment the patient put his foot on the ground. The cutout of the plate was confirmed. The lower pole was wrapped with three legs (one screw in the center), but the distal fragment broke apart and failed. The surgeon commented that he was conscious of the high fixation strength with the locking plate and decided that plate fixation alone was sufficient and as with the olecranon and greater tuberosity, the fixation strength would have been different if thread reinforcement had been used. One possible cause other than the product is that the fixation strength of the plate was overestimated and thread reinforcement was left out of the preoperative plan.